Event description:
There is a pin-sized hole on the bottom right side of the exactamix 1000 ml eva container (the afflicted area is circled in red on the bag). This event was discovered before pt interaction and the bag is available for further evaluation.